Event description:
Repair request initiated for device with the report of not a complaint. No patient impact reported. Repair escalated to product event on evaluation due to detached bearings. On follow up it was reported that there is no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the bearings got detached and an outer ring of the distal bearing is stuck in the tube. The likely cause of failure is identified as worn bearings. It was also noted that the laser markings are fading and the color ring is discolored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.